Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient checked into the emergency room presenting with syncope and low blood pressure. A complete check of the egm's didn't find anything note worthy. The physician believes the right atrial lead to be fractured. Prior programming of this lead was unipolar. There was evidence of noise and loss of capture. The boston scientific sales representative changed the programming to increase the output and there is now successful capture, however the noise is larger than the patient's own intrinsic p wave so sensing is not optimal. The lead will remain implanted until the physician decides what to do next. To date, there have been no additional adverse patient effects reported.